Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 24th january 2018. Low battery fails confirmed in memory. Upon receipt, 3 low battery fails were confirmed within the history log. The user would have been alerted with ¿warning, low battery¿ prompts and a flashing red status led, as per the reported fault. Information from the device memory showed temperature fluctuations throughout, which included multiple occasions in which the device recorded temperatures below the indicated minimum of 0°c, with a low of -2.9°c on the (B)(6) 2018. The investigation was unable to replicate the low battery fails with the returned pad-pak. The pad-pak voltage was consistent with its expiry date of may 2022, comparable to the last recorded log entry and no fault was found with the pad-pak plastics to suggest any fitment issue within the AED. The pad-pak crimp connections, pogo-pins and battery cable were verified during the investigation. Throughout testing the device displayed no fault, even when stressed tested between 0-50°c and elevated humidity, for a total of 7 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. Given no fault found on the device, the investigation can only suggest the low battery fails had been triggered by either an incorrectly seated pad-pak or a different pad-pak that was not returned for investigation.

Event description:
Device standby display was red and low battery announcement was sounding. There was no patient involved in this event.